Manufacturer narrative:
Device evaluation: one sample was returned in used and decontaminated condition. A visual inspection found a damaged dso seal, broken battery compartment and broken battery door. A review of the event history log found a cassette not attached properly alarm. During the functional testing, the customer reported complaint was confirmed. The cause of the issue is the faulty dso sensor. The dso sensor was replaced as well as the battery compartment/door, keypad, and overlay.

Manufacturer narrative:
No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting the latch/lock and the downstream occlusion was damaged. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event.